Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow hazard alarms, pulsatility index (pi) events, and elevated pi values; however, a specific cause for the low flow hazard alarms, pi events, and elevated pi values could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh), hypertension, subtherapeutic international normalized ratio (inr), and diarrhea could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from 26jan2026 to 29jan2026. Intermittent low flow hazard alarms were captured on 26jan2026 and 27jan2026, which were associated with elevated puisatility index (pi) values. Additionally, multiple pi events and elevated pi values were captured on 26jan2026 and 27jan2026. No other notable events were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Sections 1 and 4 of the IFU also explain that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 of the IFU further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Furthermore, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) and subtherapeutic international normalized ratio (inr). The patient suffered of diarrhea and high blood pressure on arrival. The log files were submitted for review. The event log captured intermittent low flow alarms and brief low flow events with elevated pulsatility index (pi) that started on (B)(6) 2026. The estimated flow was fluctuating below the 2.5 lpm threshold between 2.3 to 2.4 lpm. There were no unusual rotor faults, or any other abnormal pump faults were seen in the event log. There was no indication of any type of external mechanical circulatory support (mcs) equipment issues that could have caused these events. No further low flows have been noticed since admission.